Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient presented in clinic for routine follow up showing premature battery depletion on the device. Patient will be monitored. No further information.

Event description:
New information received indicates that the device was explanted and replaced.

Event description:
New information received indicates that the patient was in stable condition after the case.

Manufacturer narrative:
Final analysis found the reported premature battery depletion was confirmed in the laboratory. High current was observed during bench testing and was traced to the radio frequency module. The cause of the premature battery depletion was due to excess current on the radio frequency module. Correction: date returned to manufacturer should be 03/13/2017 rather than 03/21/2017.